Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, an issue with the power management board was observed. The device's power management board was replaced to address the issue.

Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use.